Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please specify what was the routine disinfection treatment followed? Other than product removal and routine disinfection, was there any medical or surgical intervention performed (re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. What is the most current patient status? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2024 and suture was used. A live baby was delivered vaginally. Postpartum examination revealed a first-degree perineal laceration, with no lacerations on the vaginal wall or cervix. The doctor performed cosmetic suturing on the perineal wound layer by layer, and the suturing process went smoothly without any discomfort. On the 5th day after surgery, the patient had bloody discharge from the wound. When examined with a curved forceps, it was found that the suture and the head end of the suture were exposed, and the knot at the head end of the suture was not absorbed. There was no purulent discharge, no redness or swelling, and mild tenderness. Consider the patient's inability to absorb the suture. The doctor removed the suture and performed routine disinfection treatment. No purulent discharge, no redness or swelling, mild tenderness. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after investigation, the patient was a 17-year-old female who underwent perineal laceration repair in hospital on (B)(6) 2024 due to "postpartum perineal grade I laceration". The surgeon used vcp422h for sewing the perineal wound during surgery. The suturing operation was smooth during surgery. On (B)(6) 2024, the patient returned to the hospital for reexamination due to "bloody discharge from the perineal wound". The doctor used curved forceps for exploration, which showed that the suture knot were exposed and not absorbed, there was no discharge of secretion, there was no redness and swelling, and there was mild tenderness. The doctor considered that the suture could not be absorbed by the patient, and removed the suture and performed routine disinfection. Then the patient's incision healing was improved. No subsequent adverse event report was received.